Event description:
Pump was reported to overinfuse by nursing staff. The pump was set to infuse an unknown medication at a rate of 5ml/hr to infuse a total volume of 250ml. The pump reportedly infused a total volume of 2500ml. No add'l details are known. No pt injury resulted. Attempts were made to obtain extra info regarding pt status, medical intervention, age of pt and the medication involved but no add'l details are known.